Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test. No frozen screen anomaly or unexpected pump error alarms noted during testing. Device tested ok. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer¿s insulin pump had frozen display and insulin pump error alarm. Customer¿s blood glucose level was unknown. Troubleshooting was performed for frozen display. Customer stated that after restarting the insulin pump medtronic logo came up but got another pump error and the pump restarted. After the insulin pump got restarted customer dis not got any response when pushing the buttons and the customer was pressing the down button to select ok but cannot see any response from the insulin pump. Customer reported that the time clock did not advanced and the frozen display recurred. The insulin pump buttons did not begin to work in less than 5 minutes without battery change. Customer was unable to try insulin pump with remote. The customer was also advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.